Event description:
Customer reported insulin bubbling out of the cannula upon removal from the insertion site. Customer stated that some of the sets were damaged during the insertion process. Customer stated that some of the sets were not dispensing insulin properly. Customer reported receiving several no delivery alarms and a motor error alarm during basal the day prior to the call. Blood glucose level was 127 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.